Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event infusion set tubing detachment on (B)(6) 2025. The site of location was lower back. Location of detachment is insertion site. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2188375. The batch 6008828, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008828 was manufactured according to the work instruction (wi) version 28 and manufactured in the line 1 on 29/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f03453 was manufactured according to the wi version 64 and manufactured in the machine sc07, on 25/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4e00069 was manufactured according to the wi version 64 and manufactured in the machine sc07, on 04/may/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h03774 was manufactured according to the wi version 65 and manufactured in the machine sc07, on 27/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.